Event description:
The manufacturer received information alleging a "high minute ventilation" condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was found to be contaminated with dirt and dust, causing the reported issue. The device's blower motor was replaced to address the issue.